Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter name not known at the time of the report. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that there was no communication with the navigation system. The site tried swapping the network cable and they made sure the correct navigation system was selected. There was no impact on patient outcome.